Event description:
It was reported that the patient experienced chest pain. It was noted that this implantable cardioverter-defibrillator (ICD) exhibited noise and oversensing on the non-boston scientific right ventricular(rv) lead. Which resulted in the delivery of inappropriate shock therapy. A non- bsc rv lead was suspected. An invasive procedure was performed. The lead was explanted and successfully replaced. Additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).